Event description:
The customer reported aspiration monitor detects possible obstruction system error and questioned several patients¿ results from different assays involving the unicel dxi 800 access immunoassay system. The customer reanalyzed all patients¿ samples back to the last acceptable quality control (qc) and discovered discrepant luteinizing hormone (lh), estradiol (e2), and follicle-stimulating hormone (fsh) results, for 11 patients. The customer stated approximately five discrepant results were released from the laboratory. The customer stated there was no report of patient injury or change in patient treatment associated with this event. All patients¿ samples were collected in 5 ml becton dickinson (bd) serum separator tubes. The samples were collected and centrifuged off site. The samples were refrigerated between two to three hours prior to analysis at the laboratory. The instrument was not in operation. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity system check that failed to pass within specifications. The fse determined that the instrument aspirate probes and peristaltic pump tubing were causing poor aspiration of the reaction vessels and replaced the aspirate probes and peristaltic pump tubing. The fse then performed a successful high sensitivity system check and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.